Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack opening. A leak test was performed and was found one opening. A microscopic analysis identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
The reason for reoperation was reported to be due to deflation.

Event description:
Device has been explanted.